Event description:
Customer's daughter reported customer received erratic readings of 342 mg/dl, 246 mg/dl, 213 mg/dl, 193 mg/dl and 189 mg/dl from their freestyle meter. Customer's daughter also reported customer experienced symptoms of wooziness and sweatiness with a reading of 193 mg/dl from her meter then customer passed out afterward. Paramedics were called and they obtained a reading of 29 mg/dl from their hcp meter. Customer was then transported to a health care facility where she was diagnosed with severe hypoglycemia and treated with juice and an unknown IV. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the reported readings were obtained within ten minutes. The results were plotted on a parkes error grid and fell into the "b" zone showing the difference in values was not clinically significant. In addition, during trouble shooting with the adc customer services, it was discovered that customer's meter calibration code was incorrect and customer squeezed the test site excessively when obtaining a blood sample. Customer services educated customer on how to properly set the calibration code and proper technique to obtain blood sample.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 808:06 during biomedical service. Device evaluation determined that this condition interrupted delivery. The facility representative stated that there were no reports of patient injury or medical intervention. The user interface module master software version (B)(4) which is classified as remediated. No additional information is available.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Some of the readings reported by the customer were found in meter memory however, they were obtained outside the ten minute timeframe. This is a final report.